Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). We received one used discofix c-3 blau 2ver ms without packaging and 1 customer picture. The received sample and the customer picture were taken to a visual inspection according to the test method damages. At the received sample we detected a crack at the lli-cone. In addition, the sample was taken to a leak test according to test plan and test method tightness under water. Nominal: air tightness complete product, no leakage of air under positive pressure of 50 kpa (0.5 bar) during 15 s. Actual: a leakage was detected at the sample around the crack. Please note: the cause for cracks in the lli-cone could be high tensions in combination with disinfectants and/or certain drug ingredients (oil, alcohol, lipids etc.). Respective information are printed inside the dispenser box. Because of this, we assume of a problem during the application process. Based on the conducted investigations the received sample is within the specification. Therefore, the complaint is considered as not confirmed. Due to missing batch information a review of documentation is not possible. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in switzerland: "blood leakage." According to the customer: "patient reports because she suddenly had blood on her top running out of the cvc. During the check, the pp noticed air in the tube. After replacing the 3rd way tap, the pp wanted to aspirate the air from the tube. In doing so, it became more. Thereupon changed the 2-way tap as well. A long crack was visible on one side, through which air entered the cvc. The cvc was mounted on another station, therefore the packing is not present. This kind of 3 way tap is in many different sets from b.braun. It is not possible to clearly reproduce from which set it originates."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.